Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens; due to low vaulting. The exchange resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information; h3: device evaluation: lens returned in a micro-centrifuge vial; dry with residue on product. Vsual inspection found haptic torn/ bent with residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.